Manufacturer narrative:
(B)(4). Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. A review of the subject lot (1221695) did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there have been no related complaints reported against the subject lot. (B)(4).

Event description:
It was reported that an implant (cm3111) could not be placed into osteotomy. Implant was removed and site was grafted. Tooth location 13.